Manufacturer narrative:
Received only catheter. The reported event was confirmed as cause unknown. Per visual inspection, the catheter was evaluated and observed a pinched inflation lumen and an external dent mark at location of the pinch. The lumen appeared to have been clamped off. Per functional testing, an attempt to inflate the balloon was made with 10 ml. Of water, however, the inflation funnel filled with the water and ballooned out. The balloon was then deflated and repeated using the quick fill technique and achieved the same result. The pinched lumen on the shaft was manipulated using the finger and after a few seconds, no pinch was observed. The balloon was reinflated and deflated with 10ml of water and the balloon inflated and deflated without difficulty. The dimensional evaluations were as follow: pinched inflation lumen 12 cm from tip eye snip length 3/32", eye snip width 1/32", eye snip distance from distal cuff 8/32", eye snip distance from proximal cuff 9/32", rubberize thickness 10 thou, reinforcement 144 thou, inflation funnel thickness 57 thou, balloon thickness (average) 24 thou, inflation lumen coverage 9 thou. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] method for use do not inflate the balloon in the urethra. [The urethra may be injured.] Do not pull the catheter hard. [The bladder/urethra may be injured.] Applicable patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged). [Contraindications] method for use: do not reuse. Do not resterilize. This device contains 10% povidone-iodine. For patients with past history of allergic hypersensitivity to povidone-iodine or iodine, consider using alternative disinfectants. Be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] Do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] Applicable patients do not use in patients who are or have been allergic to natural rubber latex" (B)(4).

Event description:
It was reported that the user was unable to inflate the balloon during pre-test. The inflation funnel inflated during injection. The catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the user was unable to inflate the balloon during pre-test. The inflation funnel inflated during injection. The catheter was replaced.